Manufacturer narrative:
Batch review performed on 25 march 2025: lot 2102785: (B)(4) items manufactured and released on 14-jul-2021. Expiration date: 2026-jun-30. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta medical affairs manager: a revision surgery was performed approximately two years after the primary implantation of a tha. The reported reason was stem septic loosening. The available x-ray images reveal signs of stress shielding beginning from the 10-month follow-up, accompanied by progressive calcar resorption. From the (B)(6) 2024 image corresponding to approximately 18 months postoperatively a bone alteration becomes evident in the region of the lesser trochanter. In the subsequent (B)(6) radiograph and in the CT scan, signs of bone remodeling appear, along with a possible periosteal reaction, which may indicate the onset of the infection later confirmed intraoperatively. Infection is a known potential complication following any surgical procedure, including total hip arthroplasty. This case represents a delayed periprosthetic infection occurring in a prosthesis that had already initiated osteointegration, as demonstrated by the presence of bone residues on the retrieved stem. At present, there is no evidence to suspect that the cause may be linked to the implanted devices. Investigation performed on the pictures attached to the complaint by medacta r&d project manager: looking at the imges attached to the complaint it is visible the expianted stem. The body is covered by some spots that seems to be bone residuals, particulary on the distal part. On the proximal part some white shadows are visible, it is not possible to define it these are ha or human bone residuals, or a combined effect. Not absorbtion of ha from the stem body can indicate that metabolic activity wasn't completely taking place and that, presumably, not adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery for stem loosening at about 2 years and 1 month post-primary. No fracture were found, but during the revision, bacteriological samples were taken.the results showed the presence of germs. According to the surgeon the revision is for septic loosening. The surgery was completed successfully.

Manufacturer narrative:
Visual inspection: looking at the stem body an opaque white film is visible on approximately half of the stem length. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. The post-op x-ray analysis could possibly provide more insight, such as the evaluation of possible early rotational instability or initial stress-shielding. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. There is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.